Manufacturer narrative:
The disassociation of the reported unknown augment screw cannot be confirmed as the augments and screws are found still cemented to the femoral component. A search of the complaints databases and/or a review of device history records was not possible as the necessary product/lot code combination was not provided. It has been communicated to customer quality that no x-rays or surgery notes are available for review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Revision due to dissociation of the screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.